Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that customer powerloc max during cta scan would not scan at 5ml/sec. They needed to go lower on the power injection rating. Additional information received 2/3/2024: it was reported, inadequate flow rate at correct injection rate, patients received both contrast & radiation dose with non-diagnsotic images. The customer stated this occurred once on (B)(6) 2025 and multiple other times with no other details, information, or an exact quantity. This report addresses the unknown events.